Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection and functional testing was performed. Event history log was reviewed where travel coarse error - check clutch/plunger lever error was found in the alarm history. The occlusion test was performed to duplicate the error, but the test passed and the error is not duplicated. The probable cause is loosened lead screw nut.

Event description:
Upon investigation of the syringe infusion pump the reported 'travel coarse error - check clutch/plunger lever error' was found in the alarm history. There were no patient involvement and no harm reported.